Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The result at 10:45 a.m. Was 3.7 inr. The result at 10:49 a.m. Was 2.6 inr. The customer does not know which result is correct. The customer's therapeutic range is 2.0 - 3.0 inr.